Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pipeline flex braid was found detached from the pushwire and stuck inside the catheter lumen. The distal and proximal ends of the braid were found open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be accordioned at 4.0cm to 12.7cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer reports of "failure to open at the middle", "device opens prematurely", and "resistance during retrieval" were confirmed, as the pipeline flex braid shield was found detached from the pushwire and stuck inside the catheter lumen. It is possible that the pipeline flex shield braid was deployed past the resheathing marker, causing it to come off the resheathing pad during resheathing. Additionally, the damages observed on the catheter (accordioning), braid (fraying), and hypotube (stretching) suggest that a high force was applied. It appears that these damages may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. However, the cause of the resistance could not be determined. The customer reported that vessel tortuosity was moderate, which eliminates it as a potential cause. A possible cause for the resistance may be the lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. To complete the procedure, the faulty pipeline system was collected and a new pipeline was used.

Manufacturer narrative:
E. Initial reporter information not reported due to regions privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when attempting to remove the sleeve of the pipeline at m1, the delivery wire was pulled in, raising concerns that the stent had detached from the bumper, leading to its retrieval. At this time the stent exposed outside the catheter and within the vessel. The entire system was pulled out of the patient. Upon examination outside the body, it was confirmed that the delivery wire had been pulled, and the stent did not move at all. Based on this, it was determined that the proximal bumper had detached. There was premature expansion. There was no resistance during delivery. The delivery pusher did not rotate inside the patient's body during delivery. Regarding the phenom used in concomitantly, resistance was encountered when reversing the pipeline sleeve. Regarding the navien used concomitantly, there was no abnormality or malfunction observed during guidance or while using the pipeline/phenom. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the package insert. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) c2 (fisher classifica tion) aneurysm with a max diameter of 10 mm and a 5 mm neck diameter. The distal landing zone was 7mm. The proximal landing zone was 8mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was performed, platelet reactivity units (pru) level 200. Postoperative findings related to blood flow imaging were no particular problems. Ancillary devices include a navien.